Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the distorted image was confirmed. Based on the results of the investigation, it was found that due to damage to the charge-coupled device (ccd) unit, the image disappears during angulation in the up/down directions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device service maintenance, the image on the bronchovideoscope was found to be distorted. There was no patient involvement.